Manufacturer narrative:
Sv 3.0b. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported that the insulin pump was damaged and had crack where reservoir goes in. Blood glucose level was 122 mg/dl at the time of the incident. The insulin pump will be returned for analysis.